Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, dso seal air bubble, lcd lens scratched, battery compartment broken. The reported issue verified in the event history log (ehl). The cause was fluid ingression found inside the pump. Replaced main board, dso sensor, battery compartment and labels. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cassette is not attached. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
Received additional information, stating that there was no patient involvement.